Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying a close up view of the catheter adapter, a portion of the clamp, and the junction between the catheter adapter port and the extension tubing. Inspection of the picture did not reveal any obstruction inside the extension tubing. Some coloration was noted on the catheter adapter port which could potentially be adhesive; however, this would not cause an obstruction as the adhesive would not be in the fluid path. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter systems tubing was defective, with silicone partially covering the opening. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I even tried withdrawing with a syringe from the 24g nexiva dp without success. I took the catheter back to the hotel with me to examine it closer and I was finally able to withdraw water through the extension. It looked like maybe the silicone was partially covering the extension tube opening." "She also stated she had 2 nurses state the extension tubing on the nexiva broke."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter systems tubing was defective, with silicone partially covering the opening. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I even tried withdrawing with a syringe from the 24g nexiva dp without success. I took the catheter back to the hotel with me to examine it closer and I was finally able to withdraw water through the extension. It looked like maybe the silicone was partially covering the extension tube opening." "She also stated she had 2 nurses state the extension tubing on the nexiva broke."